Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance on the right ventricular (rv) lead channel. The impedance values were jumpy. Technical services (ts) suggested troubleshooting actions. The physician reprogrammed the lead vector and will continue to monitor the issue. The device remains in use. No adverse patient effects were reported.